Event description:
Initial ft4 result of 33.4 pmol/l. Same sample repeated using a different methodology recovered 32.9 pmol/l. Same sample tested using a third methodology recovered 24.6 pmol/l. A second sample from the same pt and the same day was tested and gave similar results, no data was provided. The investigational unit confirmed the elevated ft4 value measured by the customer. If add'l info is rec'd, appropriate notification will be provided.